Manufacturer narrative:
Device is being returned for examination. Final evaluation codes await that exam.

Event description:
During the implantation, the surgeon heard a "pop" and then discovered a piece of the housing had broken off, when tying down his last suture. The missing piece was retrieved and the valve was replaced with another of the same model and size. The pieces matched, so all parts were recovered from the patient. This is the preliminary report.